Event description:
It was reported that 1,300 bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there are particles present in the plunger in numerous syringes.

Manufacturer narrative:
H.6. Investigation: upon receipt, the product that was provided does not correspond to the material that was reported. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2001270, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue h3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 1,300 bd plastipak¿ 50 ml concentric luer lock syringe experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: there are particles present in the plunger in numerous syringes.